Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for left ventricular lead revision due to dislodgement and loss of capture. During the procedure, after the lv lead was removed from the device, the physician flushed and checked the lead for any possible physical issues. No physical damage was observed on the lead. While attempting to replace the lv lead, the subclavian vein occluded, and therefore, the physician was unable to continue further with the lead revision or gaining coronary sinus (cs) access with a sheath. The vein remained occluded for more than 2 hours and the patient was uncomfortable on the table. Therefore, the physician elected to end the procedure since there was no change of getting vein access. The device was programmed to function as a dual chamber pacemaker until a future procedure to implant an lv lead. The patient was stable post procedure.